Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery. When the physician was preparing to deliver the 2.50x16mm taxus liberte drug eluting stent to the lesion, he was unable to reach the lesion. He attempted to reach the lesion many times. Then the physician noticed the device had been damaged. The physician believes the damage occurred when unpacking the device. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the midshaft. The break was measured at approximately 5mm proximal from the port area exposing the corewire. This type of damage is consistent with excessive force having been applied to the device. Visual examination of the shaft polymer extrusion revealed that the shaft polymer extrusion had accordianed. A visual and microscopic examination of the crimped stent revealed proximal stent damage, some of the struts were bulging outwardly. The stent had moved proximally on the balloon. This type of damage is generally consistent with the device encountering some form of restriction during the withdrawal of the device. The product mandrel was returned with the device. It was not possible to remove the mandrel as the tip was severely stretched. This type of damage is consistent with guidewire movement. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.